Event description:
While troubleshooting for air in a supply line, a technical service representative (tsr) discovered that the care giver (cg) disconnected a supply bag and reconnected the bag in an attempt to remove the air. The tsr explained proper procedures with the cg and instructed the cg to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a supply bag during therapy and reconnecting it to the cassette. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.